Event description:
It was reported that the right atrial (ra) lead had insulation damage. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The analyst noted that there was an outer insulation breach/depression, the inner insulation was breached, the inner and outer insulation were torn and the lead was stretched. Additionally, there was blood at the lv1 distal and lv2 proximal sections and a white substance was found on the outer insulation. Concomitant continued: 694765 implantable tachy lead (B)(6) 2003. (B)(4).